Manufacturer narrative:
The alleged broken ias5-120lp is not expected to be returned for evaluation and review. This complaint of broken device is unable to be verified and a root cause cannot be determined. A two-year review of complaint history revealed there has been a total of 28 complaints, regarding 37 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: warnings: failure to properly follow the instructions for use can lead to serious surgical consequences only qualified physicians with knowledge, experience and training in laparoscopic technique should use these components of the airseal access system precautions: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This filing is created from a finding of the maude database, (B)(4). The report states, "the ias5-120lp, airseal 5 mm access port and low profile obturator with bladeless optical tip, 120 mm length, qty 6, was reported as having the tip breaking off while being removed from the patient during a robotic assisted laparoscopic procedure." It is indicated on the report that there was no injury to the patient during this event. Researched was completed to find a reporting of this incident to conmed, the manufacturer. No data was found. No facility information was provided during the filing via the maude database. Further information of this event was not available. This report is raised on the basis of a device malfunction with a potential for injury upon reoccurrence.